Event description:
The patient called to report that she was implanted with a depuy knee in 5/9/1994 and on 6/23/2003 was revised for polywear. The replacement tibial component has a stem extension and it is loose. The patient needs a second revision.